Event description:
During an atrial fibrillation procedure, air was aspirated when attempting to flush the sheath. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.